Event description:
As a result of a consumer complaint, retain samples of tank lot jk3573 were tested and confirmed to have been out of specification (undetectable) for one of the two disinfectants: polyquaternium-1 (pq-1). The pq-a specification is (B)(4). Pq-1 ID testing did show pq-1 to be present. Due to the remaining 6 months of the 24 month shelf life for finished product filled from tank jk3573, the decision was made to recall the associated finished product. There is no health hazard concern as the other disinfectant was shown to be at the proper level and shown through additional laboratory testing to provide disinfectant coverage. There is an on-going investigation into the root cause for the out of specification result.

Manufacturer narrative:
The returned sample was tested and found to eb out of specification for one of the two disinfectants; polyquaternium-1 (pq-1) was not detected.